Manufacturer narrative:
Only the broken basket wire was returned to omsc for investigation. The investigation confirmed that the distal end of the broken basket wire was extended and its outer diameter was within standard. As the checking of the manufacturing record of the same lot, nothing abnormal detected. Therefore, omsc considers that the calculus was too hard to crush and this caused the breakage of the basket wire. The device instruction manual has warned users that there is possibility the calculus cannot be crushed by lithotriptor, and it also describes what to do if the lithotriptor, and it also describes what to do if the lithotriptor cannot crush the calculus. This report is being submitted as a medical device report in an abundance of caution.

Event description:
Olympus medical system corp. (Omsc) was informed that during crushing calculus in the common bile duct with the lithotriptor, the basket wire broke. The doctor attempted to crush it with competitor's emergency handle, but the basket wire broke again. Since the basket wire was too short to crush calculus, the broken basket wire and the calculus were left in the common bile duct and the basket wire was hung from the patient mouth. The doctor performed surgery on the day to remove calculus and the broken device from the patient. The patient left the hospital on (B)(6).